Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm that the main helium yoke was cross threaded and stripped. To address the issue the stm replaced the helium yoke assembly. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the helium tank on the cardiosave intra-aortic balloon pump (iabp) would not turn on. The main helium yoke was cross threaded and stripped. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.